Manufacturer narrative:
(B)(4).this device is not available for evaluation. The root cause of this event was determined to be use error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm occurred on a homechoice (hc) during dwell 3 of 4. The home patient (hp) stated she forgot to close the spare supply line clamp so in dwell 3 of 4 the hc experienced the se 2240. The baxter technical service representative (tsr) assisted the patient in clearing the 2240 alarm. There was patient involvement; however, no patient injury or medical intervention was reported. Additional information was requested and is not available.